Event description:
It was reported that a patient had initial surgery approximately 10 years ago. Subsequently they had a revision due to loosening which may have caused a glenoid bone defect. The patient also had pain and range of motion issues. No further information is known.

Manufacturer narrative:
(B)(4). G2: italy. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - head. Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined for glenoid loosening. Cause was traced to non-device related factors for rotator cuff failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.